Manufacturer narrative:
Reported events of no rf telemetry and no inductive telemetry were confirmed. Reported event of por related reset was not confirmed. The device was received with no output and no telemetry communication. The device was cut open to enable further testing and the battery was found at end-of-service level. Further testing after replacing the battery revealed no indications of high current drain. Electrical and mechanical test results indicated normal device functionality. The device¿s battery was sent to the vendor for destructive analysis and no anomalies were found. No battery defects were identified during the destructive analysis that would account for premature battery depletion. Further hybrid testing performed with an external power source did not identify any functional issues.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. A device interrogation was performed and revealed that the patient's implantable cardioverter defibrillator (ICD) had inappropriately gone into backup operation with high voltage therapies disabled. It was noted that the backup operation was caused by power on reset (por). The ICD was attempted to be reset but was unsuccessful. The patient later presented again for follow up where it was discovered that their ICD failed to be interrogated. The ICD was explanted and replaced. The patient was stable.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator failed to be interrogated using radio frequency telemetry or inductive telemetry.